Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that their right cochlear implant was not functioning properly, and audio metric booth testing confirmed no response to audio stimuli. Affected channels were noticed during in situ measurements. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that their right cochlear implant was not functioning properly, and audiometric booth testing confirmed no response to audio stimuli. Affected channels were noticed during in situ measurements. The clinic plans to conduct integrity testing in early (B)(6) 2024 and re-implantation is considered.